Event description:
Two different infusion rns were attempting to access port on two pts and the needle would not pierce the skin and bent on 3 occasions. All unused stock with the same lot #1004179 have been removed from usage. (B)(4).